Manufacturer narrative:
Initial reporter occupation: non healthcare professional . Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medial records have been requested but not yet provided.

Manufacturer narrative:
Appropriate term/code not available (3191) [device perforation]. Appropriate term/code not available (3191) [device tilt]. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a suparenal ivc filter and infarenal ivc filter on (B)(6) 2009 via the right femoral vein due to dvt (deep vein thrombosis) and trauma. Patient alleges tilt, vena cava perforation. Patient notes and further alleges, "I have pains that radiate midway from my back to the base of my neck. I have no other explanations for this pain besides the filter moving in my spine. I do experience heart palpitations and shortness of breath regularly since the filter was placed. I also have had very high blood pressure that only started after surgery. The pain varies in intensity day- to-day. The pain comes and goes for no reason ever since I left the hospital." And limited physical activities. Superior ivc filter successfully retrieved on (B)(6) 2009. Per operative note (filter implantation), dated (B)(6) 2009, "a contrast venogram was per formed and demonstrated a nor mal svc without evidence of thrombus . A cook tulip filter was then placed in the svc. The venacavogram demonstrated a normal size vena cava and single renal veins . The filter introducer sheath advanced into the infrarenal ivc . Subsequently, the cook retrievable tulip filter was placed into t he ivc just below the lowest renal vein . This was confirmed with post placement venogram". Per venogram (filter retrieval), dated (B)(6) 2009, "successful percutaneous retrieval superior vena cava filter. No evidence for thrombus within the superior vena cava or within the inferior vena cava filter. Inferior vena cava filter may be removed for a period of up to one year after placement , if and when clinically indicated."

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, heart palpitations, shortness of breath, high blood pressure, limited physical are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on either device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.